Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was 167 mg/dl. The customer declined backup insulin therapy follow-up with tandem technical support, therefore no additional information could be obtained.